Event description:
A hospital staff member in the hallway heard a "pop" sound from a pt room. After entering the room, a burning odor and smoke and smoke was seen in the pt's bed area. The pt was moved to an empty bed in the room and evacuated from the room. Staff then noted that there was a glowing area under the bed in the bed motor area. The bed was unplugged and a fire extinguisher used to extinguish the fire.